Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune patella clamp found not working by surgeon during surgery. Attune femoral impactor and 2 x attune tibial impactor rp reported broken by cssd staff post surgery.

Manufacturer narrative:
Product complaint # : (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time.